Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. Reportedly, the customer changed the pump supplies or simply cleared the alarm to address the issue. Customer's blood glucose ranged between 190-200 mg/dl.